Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, a defect cannot be confirmed. Thermacare heat wraps do not contain "powder" that would cause a consumer to get blue hands when applying the wrap. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] her hands became blue of powder [accidental exposure to product] , her hands became blue of powder [device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number s16661, expiration date (B)(6) 2019) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history and concomitant medications were not reported. A customer wanted to use the product and reversed it. Her hands became blue of powder. According to the instructions for use, in case of skin contact the envelope should be removed and the affected area should be rinsed with water and a doctor should be consulted. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, a defect cannot be confirmed. Thermacare heat wraps do not contain "powder" that would cause a consumer to get blue hands when applying the wrap. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from product quality complaints (pqc) group included product quality investigation results. Follow-up (0(B)(6) 2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up ((B)(6) 2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up ((B)(6) 2020): this follow-up is being submitted to notify that the investigation is closed; no further results are expected., comment: the event "her hands became blue of powder" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] her hands became blue of powder [accidental exposure to product] , her hands became blue of powder [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number s16661, expiration date dec2019) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. A customer wanted to use the product and reversed it. Her hands became blue of powder. According to the instructions for use, in case of skin contact the envelope should be removed and the affected area should be rinsed with water and a doctor should be consulted. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, a defect cannot be confirmed. Thermacare heat wraps do not contain "powder" that would cause a consumer to get blue hands when applying the wrap. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (14nov2017): new information received from product quality complaints (pqc) group included product quality investigation results. Follow-up (04oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: the event "her hands became blue of powder" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "her hands became blue of powder" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, a defect cannot be confirmed. Thermacare heat wraps do not contain "powder" that would cause a consumer to get blue hands when applying the wrap. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, a defect cannot be confirmed. Thermacare heat wraps do not contain "powder" that would cause a consumer to get blue hands when applying the wrap. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] her hands became blue of powder [accidental exposure to product] , her hands became blue of powder [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s16661-01-15, expiration date dec2019, via an unspecified route of administration from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. A customer wanted to use the product and reversed it. Her hands became blue of powder. According to the instructions for use, in case of skin contact the envelope should be removed and the affected area should be rinsed with water and a doctor should be consulted. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The wrap is not available from the consumer for evaluation, a defect cannot be confirmed. Thermacare heat wraps do not contain "powder" that would cause a consumer to get blue hands when applying the wrap. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (14nov2017): new information received from product quality complaints (pqc) group included product quality investigation results. Follow-up attempts completed. No further information expected. Follow-up (04oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "her hands became blue of powder" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. Comment: the event "her hands became blue of powder" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.